Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: a review of the pump black box data indicated that the data for the event had been overwritten due to continued use of the pump. No evidence of a battery life issue was observed in the available black box data. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation.